Event description:
Labor and delivery nurse reports multiple false negative results. My fear is that prior to receipt, these products may have been exposed to/stored at excessive high temperatures due to the current season.